Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported by the patient and his wife that the patient's tubing possibly got stuck on a door handle and as a result the patient experienced cloudy/pink tinged liquid from tubing, soreness, resistance when advancing the tubing and a lump at the stoma site. On (B)(6) 2023 it was reported that the patient has a buried bumper. It was reported that the patient is awaiting removal and replacement of the tubing. No additional information is available.